Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified creases(flat) and white particles. Leak test and microscopic analysis were performed which identified no device leakage, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. No openings were observed in the device. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The unit is not deflated.

Event description:
Healthcare professional reported right side deflation, and "68hp-350 high profile saline implants filled to 400cc in the breast". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation, and "68hp-350 high profile saline implants filled to 400cc in the breast." Device has been explanted.